Event description:
It was reported that during the surgery, the surgeon felt the inclination of the screw head when he removed the tab of the screw after the final tightening. Then he exchanged the screw to a new one. The screw head was deviated from the screw shaft when it was extracted.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. Conclusion: the cause of the reported product issue cannot be determined based on the information provided.

Event description:
It was reported that during the surgery, the surgeon felt the inclination of the screw head when he removed the tab of the screw after the final tightening. Then he exchanged the screw to a new one. The screw head was deviated from the screw shaft when it was extracted.